Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device and packaging labels could not be performed. However, a review of the labels attached to the elhr for this lot confirmed that the product was used past the labeled expiration date. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: do not use after the use by (expiration) date.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 3.25 x 15 mm xience xpedition stent was successfully deployed in the target lesion; however, after the procedure, it was noted that the device was expired by one day. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.